Event description:
Complaint received reporting component/silicone plug protrusion with one mc100 microclave connector. The initial info received reported this was detected immediately out of package. Device return: one (1) mc100 microclave connector. Visual inspection of the "as-received" mc100 recorded the silicone plug was damaged/protruding. There was evidence of prior use with the sample due to a hardened material in the male luer, bubbles below the base ring near the snap fitment, and a dark fluid near the tip of the spike. Lot build review: a review of the mfg lot build database for the reported lot# 2889069 (mfg date on 06/2014) showed (B)(4) units were mfg, tested, inspected and released. There were no exception documents generated during the lot build. Engineering evals: although not always repeatable previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the microclave connector is exposed to high back pressures. High pressures can be generated with small syringes (10cc and smaller). When high pressures are generated with infusion or flushing through small syringes it is important to isolate adjacent lines by activating the slide clamps on those lines. Investigations have also identified microclave component damages can occur if the connector is accessed/mated with an incompatible mating device. As stated on the microclave directions for use (dfu) the connector should only be accessed with an iso compliant male luer with an inside diameter between 1.55 mm - 2.8 mm.

Manufacturer narrative:
Findings: based on the engineering eval of the "as-received" mc100 connector the reported product/ component issue was verified. Although the exact causes of the component anomaly are unk, the most likely cause of this issue was due to usage conditions where set-ups/infusions occurred with very high back pressures within the fluid circuit.